Event description:
It was reported the battery of the device does not store power. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was a battery failure. The customer declined to repair the device and it has been removed from service. The device was not repaired and has been removed from service. It has been concluded that no further action is required at this time.